Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post procedure an x-ray was performed. It was noted that the patient's right atrial lead had moved slightly since the procedure. A full check was done in recovery and the threshold had increased and the p-wave had decreased. A third check was done the following day and the threshold and p-wave were unchanged from the previous check. It was decided by the surgical team to not do a lead revision. The patient would be reassessed in 4 weeks as the patient is currently in a neck brace and was recovering from another surgery. The patient was stable.